Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was hospitalized for high blood glucose levels, with a reading of 446 mg/dl. Prior to the event, the customer was very ill. She changed the infusion set twice within a 24 hour period, and the cannulas were straight. The customer also tried new insulin, but the issues continued. The customer declined troubleshooting, and requested a replacement insulin pump. Nothing further was reported.